Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, customer unlocked pump and initiated a bolus which subsequently decreased their bg level. Reportedly, customer fell and hit their head. Customer did not provide how bg level was addressed. Tandem technical support conducted systems check and the pump was functioning as intended.